Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing is kinked with a bd q-syte 15cm macro bore bi-ext set. This occurred on 10 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: kinking of the lumen when they try to do j loop for securing the lumen. So the flow is getting affected because of that kink.

Event description:
Hold it 6.6.23